Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Concomitant products: capstone cages, crescent cages (therapy date unknown). (B)(6). (B)(4).

Event description:
It was reported that the patient underwent a l3-s1 transforaminal/ posterolateral lumbar interbody fusion using rhbmp-2/acs on multiple levels, with capstone cages, crescent cages and bone graft. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment". Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living."

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with: post laminectomy syndrome, l4-l5. Lumbar disc degeneration and foraminal stenosis, l3-l4, l5-s1 and underwent the following procedures: revision l4-l5 laminectomy. Primary l3-l4 laminectomy. Primary l5-s1 laminectomy. Transformainal lumbar interbody fusion, l3-l4, l4-l5, l5-s1. Placement of anterior interbody cage, l3-l4, l4-l5 and l5-s1. Posterior segmental instrumentation, bilateral l3-l4 and l5-s1. Bilateral posterior arthrodesis, l3-l4, l4-l5 and l5-s1. Injection of epidurial duramorph. As per op-notes, ¿at l4-l5, the disc was so narrow that I could not get it distracted past 6 mm, so I used cage again packing the intervertebral disc space with morselized bone and small amount of rhbmp-2 bone morphogenic protein. At each interspace, the end-plate cartilage was curetted off and the interspace was packed with morselized bone autograft plus small amount of rhbmp-2 bone morphogenic protein. The posterolateral gutters were decorticated, packed with morselized bone autograft plus a strip of rhbmp-2 placed lateral to the rods.¿